Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the increased capture threshold did not result in a loss of capture.

Event description:
During an in-clinic follow-up, the patient reported experiencing shortness of breath. It was found that increased pacing impedance and increased capture threshold resulting in a loss of capture (loc) were observed on the right ventricular (rv) lead. It was suspected that there was a conductor fracture on the lead was suspected but it was not confirmed. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.